Event description:
It was reported that as lvp 20d dehp 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20043201. It was reported that tubing ballooned.

Manufacturer narrative:
H.6. Investigation: 1 sample was returned by the customer. It was reported that tubing ballooned. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review for model 2420-0500 lot number 20043201 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of bulge/ balloon in silicone segment / pump segment with lot #20043201 regarding item #2420-0500. A root cause could not be determined because the failure could not be replicated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20043201 it was reported that tubing ballooned.